Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 50mm from the distal tip. A piece measuring proximately 7.00mm x 8.5mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was found dislodged. Additional related observations: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. No scratch marks nor indentations was found on proximal clevis surface. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinse during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the 8mm force bipolar instrument was unstable and at the front the parts came loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, instrument removed, because no longer works - checked and since everything is complete. There were no fragments that fell inside the patient. The patient has not returned with any complications related to postoperative care. There was something that had shifted and was fringed at the tip of the instrument. The broken cable is visible.